Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reports that pump gave a message stating that buttons were pressed longer than three minutes and customer states that act and esc buttons were not responding in order to clear. Customer's blood glucose was 143 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.